Manufacturer narrative:
The device has been returned to the factory and is being eval. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that the vasoview hemopro 2 did not turn on when plugged in. No other cord was available to be opened at the time, so another vh-4000 was opened up and used to complete the case. The hospital did not report any pt effects.